Event description:
A user facility reported to olympus that the "b30" error occurred with multiple scopes used with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Additionally, the following findings were also noted during the evaluation: bottom chassis and front panel chassis rusted; front panel mouth is cracked; non-olympus lamp; corrosion inside scope socket; corrosion inside air pump tubing; main power switch is stuck intermittently due to adhesion of foreign matter; scratches on top cover; lamp life meter reading over 500+ hours.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, b30 is an error that occurs when scope communication failure happens. Considering that corrosion inside the scope socket was observed (though it is not a reportable event), b30 seems to have occurred due to communication failure between the scope and the light source. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.